Event description:
The customer reported via phone call that she had high blood glucose all day. Customer's blood glucose was 315 mg/dl at the time of the incident, but it was as high as 426 mg/dl in the morning. Customer's current blood glucose is 355 mg/dl. Customer stated that she has never used the bolus wizard and it is giving 7.75 units now. Customer stated that she has not slept yet. Customer stated that she got confused and that she is new. Customer treated with the pump. Troubleshooting was performed and the customer was advised to do a complete set change. Customer was also advised to call back was the tubing clamp is received to perform the high pressure test. Customer's blood glucose went down to 280 mg/dl. Customer stated that she will not change her set. Customer was advised to monitor the site.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.